Event description:
The event is reported as: the tip of the device broke during use but is still attached to the device. No pt injury reported.

Manufacturer narrative:
The results of the device eval are not available at the time of this report. The results of the investigation are not available at the time of this report.